Event description:
A clinical manager reported that the system shut down shortly after startup. There was no patient involved. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The power cable was replaced to address this issue. The system was tested and found to meet product specifications. The system was manufactured on april 13, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming plug on the power cable. (B)(4).